Event description:
It reported in the operative notes that the patient with c5-6 and c6-7 disc herniation underwent surgery for c5-6 and c6-7 acdf with allograft bone and 42.5mm anterior cervical plate and screws. No additional information was provided.

Event description:
It was reported that the patient underwent spinal surgery of implant of anterior cervical plate and screws at c5/6 and c6/7. Reportedly sometime post-op, the plate's locking mechanism broke, and one or more of the screws backed out, and some of the screws were broken. The patient underwent revision surgery approximately one year after the initial surgery to remove the plate and screws. The broken screws were only partially removed. The patient reported severe pain and stated that a non-union may have occurred.

Manufacturer narrative:
(B)(4). The devices or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Manufacturer narrative:
Macroscopic examination confirms the bone screws are broken approximately 2-3 threads below the screw head. Localized surface wear immediately below the fracture surfaces are noted. Non-destructive microscopic and scanning electron microscopic examination of fracture surfaces reveal a fairly flat, quasi-brittle fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Key dimensional specifications of the screw (i.e. Major diameter and shank (initial minor) diameter) were measured and found to meet the part specification. Helical witness marks are noted around the unthreaded portion of the screw just below the head. These witness marks, in addition to the plastic deformation of the bone screw head locking ring interface feature around the screws suggests screw back out, resulting in eventual overload and fracture of the locking ring. The above observations are consistent with cyclic fatigue.